Event description:
A galil medical distributor called in an issue with his visual ice machine. While the pt was under anesthesia, he started up the machine and opened the gas valves. There was an internal leak of argon gas so the case was cancelled.

Manufacturer narrative:
The device was returned to galil for investigation and a replacement unit was sent to the site. Visual inspection of the system revealed a crack in the monitor basin and an inability of the monitor to be latched closed. The system inside was inspected and no abnormalities were noted. Argon was connected and applied to the system and a leak was immediately detected. Investigation into the cause of the leak revealed that the sealing o-ring and the backing ring were assembled on the regulator incorrectly. In addition, the regulator was found to not be installed properly allowing a small gap for the o-ring to extrude through and become damaged. Although this is the first occurrence of this issue, an add'l inspection step will be added to ensure proper installation of the regulators during production. All existing inventory of the regulators was inspected for proper placement of the o-rings and backing rings and no anomalies were noted. Galil medical will continue to monitor complaints for any potential trends.